Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.

Event description:
Consumer reported via email that an unspecified number of tampons left pieces inside the vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product; however, no further information has been received.